Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagus reconstruction procedure, misformed staples, incomplete staple line. No further information is available. Suture by hand was used to complete the procedure. There were no adverse consequences for the patient reported.